Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead exhibited diminishing r-wave measurements. The rv lead was reprogrammed to unipolar and it remains in use. It was also reported that, during implant, the right atrial (ra) lead showed increasing threshold. After the atrial lead was implanted for ten minutes, threshold was observed risen and impedance decreased. The ra lead was replaced with a new lead. No patient complications have been reported as a result of this event.